Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a protector p50 multipack leaked. The following information was provided by the initial reporter: "when connecting p50j with a vial with assembly fixture, notch of p50j broke and gemcitabine leaked."

Event description:
It was reported that a protector p50 multipack leaked. The following information was provided by the initial reporter: "when connecting p50j with a vial with assembly fixture, notch of p50j broke and gemcitabine leaked."

Manufacturer narrative:
H.6. Investigation: one protector connected to a vial was provided to our quality team for investigation. After visually inspecting the product, a crack was observed on the protector housing, verifying the reported issue. There was no damage, bubbles, or other issues identified on the sample that could indicate the material was defective. A device history review was performed for lot 1909134, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluations. The product was inspected, no damage, cracks, or defects were observed on the material for the protector housing. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device, including leakage testing and verification that all critical dimensions are within specification. Results were reviewed for lot 1909134 and found to be acceptable, no issues related to the reported issue were noted. Based on our investigation we cannot identify a root cause related to our manufacturing process at this time. It is important the m12 fixture is used in a slow and consistent motion when attaching the protector onto the vial to avoid and damage to the product.